Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the obtuse marginal 2 artery. A 185cm pt guidewire was advanced to cross the lesion. Dilatation was performed and when the balloon was pulled back there was no resistance. However, after the balloon was pulled back, the distal tip of the wire was in the target lesion. The rest of the wire was removed from the lesion but the tip was left in the distal section of the target lesion as the physicians could not retrieve it. No patient complications were reported and the patient was not harmed.